Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime/compromised force sensor test, excessive no delivery test, and displacement test. The low reservoir alert was functioning properly during testing. There was no unexpected low reservoir alarm noted during testing using a water fill test reservoir. There was no cosmetic damage noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump would not alarm that the reservoir was completely empty. Customer stated that she saw that she called in on the 2nd occurrence and she is calling back because the issue is recurring. Customer stated that she was going to eat for lunch and when she looked at the pump, she saw that she still had insulin and after she went to give a bolus, the pump gave her insulin without any issue. Customer stated that later on that day, her blood glucose was very high and the reservoir icon was showing empty but there were no alarms. Customer was able to go through a total of 10 units with the bolus without receiving a no delivery alarm. Customer had an empty reservoir still in the pump and it did not alarm. Customer will be receiving a replacement pump.